Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of low o2 concentration alarms. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).